Event description:
Reported from doctor regarding an issue with durepair on a chiari where the patient have multiple holes on the center of the patch when the doctor went back to repair a csf leak. The durepair was watertight with no leakage around the suture line. The issue was that there was 2 holes in the middle.

Manufacturer narrative:
The device has not been returned to the manufacturer.